Event description:
The customer reported an infusion was found at a higher rate than intended. The pt had been receiving midazolam 100 mg/100 ml for an extended time and was being weaned off it. The dose was decreased to 0.5 mg around noon on (B)(6) 2014, but at the change of shifts on (B)(6) 2014 between 0700 and 0800, it was noted to be infusion at 3 mg/hr. The pump was switched out but only the pcu was sequestered. There was no change to the pt and the infusion was discontinued at around 0830 as was previously planned in the weaning process. There was no adverse effect to the pt and no signs of withdrawal from the drug. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). The event pump module was not sequestered. The event pc unit has been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.